Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: sion blue. Guide catheter: hyperionjr40. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric and moderately calcified de novo mid left anterior descending artery that was 99% stenosed. A non-abbott guiding catheter was used and a sion blue guide wire crossed the lesion. A 3. 0 x 15 mm nc traveler balloon catheter was then used and it met initial resistance with the anatomy. When pre-dilatation was done, the balloon ruptured at 14 atmospheres during its first inflation. Contrast leakage from the balloon under fluoro was also noted. Therefore, it was removed from the anatomy. When it was flushed with saline outside the anatomy, a pin-hole in the balloon was confirmed. The device was then replaced with a 3.0 x 12 mm nc traveler to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.